Manufacturer narrative:
Updated fields: d9, h6. This report is being supplemented to provide additional information based on the approved final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: deep cut on the probe unit. Based on the results of the investigation, the probable cause of the alleged failure is due to wear and tear. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrovideoscope ultrasound image was not working. This issue occurred during reprocessing. There was no patient involvement.